Event description:
I had essure implanted in (B)(4) 2012 shortly after having my son in (B)(4). I've been having stomach pains, leg pains, cramping, fevers, hot flashes, abdominal pain like sharp shooting pains down my legs and up my stomach. I've had vaginal bleeding that I went to the emergency room over like 2 straight weeks of bleeding. The emergency room gave me medicine to stop the uterine bleeding. I had x-rays done at the time of the bleeding and the coils were still in place. Then I had the hsg test done and they put in the dye and said I was blocked. I've had pains ever since I tried going back to my doctor and they told me that they didn't do it there anymore, that I'd have to go to the hospital for anything. Now I can't even have sex; it hurts my sides and lower back. I've had blood clots about 2 cm long and 1 cm wide everytime I use the restroom on my period and I have anemia. I can't keep iron. I do not use any other medication. I take midol for all of the cramping but it does not work. So I stopped taking it. Fatigue is the worst. I have 3 kids and one is autistic which takes up a lot of my time and since I've had essure I've been in pain and just flat tired (just want to sleep). I had essure implanted because of the children I already have as well as it was easier than tying my tubes but I wished I would have went with that. I have pain in my sides laying down, sitting a certain way, can't get to the restroom fast enough, using the restroom, even standing up for long periods or bending to pick up something or just to tie my shoes. I have really bad migraines that I take excedrin for. I have dull back aches that just sit and feels like a sore muscle that just aches. Sometimes I feel like I can't get all of my pee out when I use the restroom. Sometimes when I use the restroom, I sit there because my stomach aches in my sides. It's cramped so hard in my sides that my actual vagina hurts and feels like it's going to fall out. The doctor said I had a small anatomy so I'm concerned if the coils have shifted because I feel stabbing pains at times when I bend.